Event description:
It was reported that pump displayed malfunction code 12 without any notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer performed pump reset before contacting support, then worked with technical support to arrange in-warranty pump replacement, switched to multiple daily injections as backup therapy, was instructed to place pump in storage mode and return it with a prepaid label, and was advised to reenter pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.